Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/30/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with rash, inflammation, dry skin, scar, and infection, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the abdomen. The patient descirbed the skin reaction as blisters covering the area that was covered by the adhesive patch and also that the skin looks inflamed. The skin reaction was treated with a prescription of an oral antihistamine, 20ml a day. The patient was also diagnosed with idiopathic urticaria which according to the health care professional, could be related to the adhesive. The parent confirmed that the scarring was still visible in november. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). This is 1 of 3 allegations of scarring. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 10/30/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The date of event is an approximation. This report is to capture the first event with scarring. The patient experienced a skin reaction with rash, inflammation, dry skin, scar, and infection, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the abdomen. A photo of the skin reaction in the complaint record was reviewed. The picture shows multiple small to medium size blisters covering the area that was covered by the adhesive patch, with a bit of extension beyond this. The skin looks inflamed but there is no erythema visible. The skin reaction was treated with a prescription of an oral antihistamine, 20ml a day. The patient was also diagnosed with idiopathic urticaria which according to the healthcare provider, could be related to the adhesive. The parent confirmed that the scarring was still visible in (B)(6) 2024. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.